Manufacturer narrative:
No additional information available.

Event description:
A routine system alert had been displayed[?] An "o2 service soon" message[?] Indicating that the unit's columns were over four years old. The patient stated that they experienced an unexpected dizzy spell, the episode led to a fall while using the portable oxygen concentrator. The impact may have triggered the device's alert, but the sequence of events remained uncertain. The patient sustained a gash on her head, requiring a visit to the hospital, where she remained for the day. The patient does not believe the dizziness was caused by the unit. The device in question was a g3 concentrator. Multiple attempts to contact the patient were made via phone and email but were unsuccessful.